Event description:
Caller reported a minimum fill notification prior to contacting technical support. There was no adverse impact to the customer's blood glucose level. Initially, cleaning the pneumatic tap area with an alcohol wipe or lint-free cloth did not resolve the issue, but the customer eventually resolved it by loading a second cartridge onto the pump and successfully resumed insulin use.